Event description:
It was reported that a patient no longer felt stimulation and was not able to connect or communicate with her patient programmer. It was noted that the patient was not able to adjust stimulation and the issue began over the last two weeks. It was reported that the patient had a cold and ¿wasn¿t paying attention¿ and when she was feeling better she tried turning stimulation up with the patient programmer, was unable to connect, and realized she wasn¿t feeling stimulation. It was noted that with the antenna and patient was only getting the poor communication information screen and without the antenna there was poor communication. There were no falls or traumas. It was later reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2014 and had surgery for a new battery scheduled for (B)(6) 2014. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (b)64 )2009, product type: programmer, patient. Product ID: 3093-28, lot# v168016, implanted: (B)(6) 2008, product type: lead. (B)(4).